Event description:
It was reported by the vns pt that she had been diagnosed with sleep apnea six months after being implanted with the vns device. The pt reports that the generator has reached end of service and it is unlikely that a replacement will occur, as the pt is no longer experiencing seizure activity. Good faith attempts to obtain additional info from the treating physician have been made, but have been unsuccessful to date.